Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. See MDR report no. 3013394970-2018-00036 for the second device that was used on patient.

Event description:
The user facility reported that two separate angioseals failed on the same patient. The tech said that after the bypass tube was inserted into the sheath and they started to advance the angioseal device, it stopped and could not be fully advanced. The patient is stable. The procedure outcome was successful. Additional information was received on january 29, 2018. Hemostasis was achieved by manual compression and the blood loss was less than 250 cc.

Manufacturer narrative:
Race - other. (B)(6). The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.